Event description:
Reporter indicated that diagnostic testing on a vns pt resulted in high lead impedance. There were no reports of trauma. The pt reports that he cannot feel stimulation. Good faith attempts for add'l info have been unsuccessful to date. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.